Event description:
Balloon could not be deflated. Valve cut and still could not deflate. 180cc into balloon after cannulating with 18 gauge angio cath. Pt to o.r. For cysto to check for any remaining balloon pieces.